Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Causing lip to get caught [lip injury]; causing lip to get (caught) in between, ouch [lip pain]; brush heads are loose, causing lip to get caught in between (ouch) [injury associated with device]; brush heads are loose [device connection issue]; brush head completely came off while brushing / broken brush [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on 22-feb-2017 that he/she had used oral-b electric toothbrushes for years, however the ones that he/she was using currently were "not good". The consumer elaborated that the oral-b flexisoft brushheads were loose, causing the lip to get caught in between ("ouch") and on the night of (B)(6) 2017 the head completely came off while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer included a picture of the broken brush. The case outcome was unknown. No further information was provided.